Event description:
It was reported that the patient¿s neurostimulator site burns and hurts whether the stimulation is on or off. These symptoms had been going on "for a few months." It was further reported that the patient¿s physician revised the patient¿s neurostimulator pocket and placed the device in a deeper position. The patient did not report any further symptoms of the burning sensation after the revision. No further details or patient outcome were reported at the time of this report.

Manufacturer narrative:
(B)(4).